Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the monitor exhibited a startup problem. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the cause was a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6.